Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor had scope communication error (b30), incompatible scope (e315). There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 corrected fields: h11 (technical assistance support (tac)) the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. The customer contacted olympus technical assistance support by phone. Troubleshooting was performed as follows: the scope(s) were cleaned with alcohol prep tabs per the nurse, and iso propyl alcohol or higher was recommended for wiping the connectors. The device internal connectors were also wiped down. The error was confirmed on both towers. The caller additionally reported other scope errors. Troubleshooting was halted due to the or needing the equipment. The customer informed technical assistance support of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.